Event description:
The customer reported his blood glucose and insulin history is as follows: at 6:27pm the pod was deactivated and he noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptable criteria.